Event description:
The hcp reported the patient was experiencing loss of analgesia and opioid withdrawal. The catheter was found to have migrated and was reimplanted on 2005. On 03/2005, it was found to be out again. The patient is presently awaiting reimplant. The patient is reported to have recovered without sequela.